Event description:
It was reported that the patient experienced 2 ventricular fibrillation (vf) episodes and 10 shocks were delivered. The device remains in use. No further patient complications have been reported as a result of tis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.